Event description:
The account alleged the brakes are not locking. No pt impact.

Manufacturer narrative:
The technician inspected the brakes and found they functioned as designed. The technician in-serviced the account on brake operation to resolve the issue.